Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unspecified gianturco-roehm bird's nest vena cava filter fractured. The device was implanted in 1998. No interventions are planned. Per the reporter, no additional information is available.

Manufacturer narrative:
F2: mw5107876. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A medwatch report was received. All information regarding the patient and event has been previously reported.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: as reported, an unspecified gianturco-roehm bird's nest vena cava filter fractured. The device was implanted in 1998. No interventions are planned. Per the reporter, no additional information is available. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A device master record (dmr) review was performed, and device manufacturing instructions and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Due to the age of the device, cook was unable to determine the lot for the complaint device and was unable to review the device history record (DHR). Cook also reviewed the device instructions for use (IFU). It states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended. From the information provided upon review of the customer testimony, dmr, and IFU, cook concluded that the device was manufactured to specification and no nonconforming devices exists in house or in the field. Based on the information provided and the results of the investigation, cook was unable to establish a cause for this event. Due to the missing implantation information for the device, cook cannot rule out a procedural issue as a cause for this incident; however, this cannot be confirmed at this time. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.